Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in patient for endovascular treatment of an approximately 50 mm diameter abdominal aortic aneurysm. It was reported that imaging found that the bifurcate has kinked associated with migration of the proximal edge into the aortic sac resulting in a proximal type I endoleak. The proximal aortic neck had de-generated and the diameter is currently greater than 40 mm. Per the physician, the cause of the event was unknown. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.